Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the revision had nothing to do with impedences. Rep clarified that the event happened when they created the mpxr. It was reported no scheduled date as of yet for revision. Seems to be pocket pain. Stim covers chronic pain areas well.

Event description:
Information was first received on (B)(6) 2023 from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt notified them that the last 3 times they have charged their ins, they have experienced pain in their lower left side of their buttocks. Pt stated that pt normal chronic pain is in their lower but tock area on both the left and right sides. Caller stated that pt said the last 3 times they have charged their ins, their left side of their lower buttock becomes really tight and the pain increases from about a 4 to a 6-8. Caller stated their normal pain in the buttocks area is comparable to a charlie horse. Caller stated they instructed pt to turn stimulation off while charging their ins to see if that resolves the issue but pt's pain comes back in about an hour if they turn stimulation off. Caller inquired on possible troubleshooting steps. Technical services (tss) recommended that caller meet with pt and attempt to recreate the issue and possibly try placing the recharger paddle in a different position to see if that resolves the issue. Tss also recommended possibly changing group / programming while charging the ins. Caller was unsure if recharger paddle is becoming hot. Caller stated they will meet with pt for further troubleshooting. The caller mentioned that prior to this allegation, pt was programmed with dtm programming and the therapy was relieving pt's pain. Additional information was received 2023-apr-14 from the rep. Rep will be meeting with pt today, rep reiterated that pt's chronic pain is pretty much gone but pt still has chronic pain where buttock meets hamstring, and this pain gets worse with recharging to the point where it is unbearable, and pt must stop. Rep stated pt has more pain in this area if they are laying or sitting down but even if they are walking around and charging, the area still hurts. Rep stated that it takes a couple days for the pain to go away after recharging. Rep mentioned that at ins, impedances were "off" but they improved and they also programmed around those contacts. Technical services (ts) suggested checking impedances again, ensuring thin layer of clothing between skin/recharger, decreasing recharge speed, having pt charge more frequently for shorter periods of time and to have hcp examine area for any anatomical / pocket issues. 2023-apr-18 rpl 381768 rtg045650 (rep): additional information was received from the rep 2023-apr-18. Rep called back and said they met with pt and instructed them to reduce the recharge speed and attempt to charge for shorter intervals and it did not resolve the issue. Rep stated pt's pain is the worst when charging from 90-100%. Rep stated that there does not seem to be any issues with the ins site / pocket. Rep requested a replacement recharger (rtm) to rule that out as a possible cause. Ts reviewed information and sent rep an email to obtain the rtm serial number. A replacement rtm was requested. Additional information was received from the healthcare professional via the rep: the rep confirmed that the ipg did not heat up during recharging. The patient's pain was caused when sitting on ipg and the doctor will be doing a pocket revision. The revision had not yet been scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.